Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was running between 100 mg/dl to 120 mg/dl. The customer stated that they could not clear the no delivery alarm and they could not rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector also, unable to confirm no delivery alarm due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.